Event description:
The customer reported to philips healthcare that the heartstart mrx was stuck on the bootup screen when turned on. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.